Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a ¿replace sensor¿ error message was received with the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced high/low blood sugar with symptoms of headache, could not concentrate, sweating, and shaking. The customer was seen at a hospital where they were hospitalized from "20 october to 17 of november" and was administered an unspecified IV for the diagnosis of diabetic ketoacidosis. No further information was reported. There was no report of death or permanent injury associated with this event.